Event description:
A male pt contacted lifecor customer support to report that he had dropped his monitor, but before it hit the ground, he snagged the electrode belt's cord and jerked the top of the monitor casing off. Then the monitor hit the ground. The pt snapped the top of the monitor back on, but it keeps stating "add gel" and "check belt" messages. The pt stated gel had not been released. Support sent a lifecor pt service rep to replace the electrode belt and monitor.

Manufacturer narrative:
Device MFR dates: monitor. Electrode belt - 01/2006. Device evaluation summary: device evaluations of monitor and electrode belt have been completed. The reported problem was confirmed. Monitor was found to have a broken end cap. Two connectors were loose which caused communication failures with the belt. The internal connectors were replaced along with the end cap. The monitor was retested and restocked. The root cause of the "adjust belt" message was positively identified as an intermittent connection problem between the internal connections near the end cap. The end cap damage was due to trauma. Electrode belt was tested and found to be functionally normal. It was restocked. No adverse event resulted from the damaged monitor. Pt received a replacement monitor and electrode belt.